Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that immediately after an oral procedure, a burn injury was observed on the right side of commissure of the patient's lips. Bipolar and monopolar were used for the procedure. The degree of burn was not identified but the width was 5 mm to 10 mm, 5 mm dep, about 20 mm long. Treatment information was not available. Patient information was not disclosed. The physician did not clearly determine the device that was the cause but suspected the forceps might be part of the cause as the coating was peeled.